Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 90 mg/dl with a lifescan meter and 200 mg/dl on a laboratory device, performed within 10 mins of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.